Event description:
Registered nurse reported patient's pump is not working any longer. Pump serial number not reported. No interruption to therapy, missed dose(s) or adverse event(s) reported due to product issue. Troubling shooting was not reported. Device is available for return. Pharmacy is replacing pump. No additional information available. Reported to (B)(6) by: health professional.